Manufacturer narrative:
Patient ID also reported as (B)(6). Date of event is unknown. The 510k: this report is for unknown trauma cortex screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a locking compression plate (lcp) tubular plate and two (2) cortex screws on (B)(6) 2018, due to infection. The plate and screws were originally implanted during an open reduction internal fixation (orif) fibula on an unknown date. The surgery was successfully completed with no delay. The patient outcome was reported as stable. This report is for two (2) unknown trauma cortex screws. This is report 2 of 2 for (B)(4).